Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ can you identify the lot number of the product involved? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please provide tracking number to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an hysterectomy procedure on an unknown date and barbed suture was used. It was reported that in gyn oncology had a barbed suture detach at the wedge. He was performing a robotic hysterectomy and about to close the cuff when it separated. This swedged needle popped off while I was reloading it under no pressure. First time that happen with this suture. There was no patient consequence reported. One device returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Product code sxpp1a446. During the inspection of the packaging, it was found that the sutures or needles were not returned for evaluation. Although, no conclusion could be reached on the cause of the reported event. If additional information is made available, the investigation will be updated as applicable. A photo was provide showing one detached needle and one suture during the used. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.